Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was 128 mg/dl. It was stated the insulin pump was not exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage on the keypad traces. The device had minor scratches on lcd window and cracked belt clip slot.